Manufacturer narrative:
The insulin pump was received remote frequency pic failed self-test alarm during self-test due to faulty connector on remote frequency board. The device had minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a failed self test alarm. The customer also stated that there was history of other failed self test alarms in the alarm history. The customer's blood glucose was normal and did not require medical treatment. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.